Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant 5 x 11.5mm (oss511) was returned for investigation. Visual evaluation of the as returned product identified both pieces were returned from a completely fractured implant with the non-reported crown and screw. In addition, there was damage from trephine removal and dried blood and bone around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 30 and was used for approximately 6 years 1 month. The customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (oss511) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (oss511). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are parafunction/patient factors, as it was noted the patient had the device implanted for approximately 6 years 1 month, meaning the device was exposed to long-term parafunctional habits.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter email address: not provided.

Event description:
It was reported that implant (oss511) was removed due to fracture at tooth location 30. Another implant was placed.